Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient reported that the skin reaction and described it as a true scar with persistent discoloration (¿black circle¿), and the patient did not confirm any healing or improvement. There was no treatment documented, and the patient chose to ignore it. There was no documentation of medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. Per medical review, this would not constitute a serious adverse event as there was no serious or life-threatening injury, and no permanent impairment. The scar was present more than 3 months after the skin reaction occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.